Event description:
The user facility reported the unit was leaking water. The water spread approximately 100 square feet under and around the washer. No procedural delays or cancellations have been reported. No property damage was reported.

Manufacturer narrative:
A steris service technician inspected the unit, and found the deionized water line hose leaking. The unit was repaired, tested, found to be operational and returned to service.